Event description:
Implant surgeon at the hospital, reported that "during a surgery, while implanting the device, she noticed that it was not the correct size than the one indicated on the packaging: the size was 13-2, but the actual device size was 11-3." Surgeon also reported that she used cement and that it was not possible to change the device to the appropriate size.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.